Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a hard time syncing with the implantable neurostimulator (ins) with the patient programmer unless they were laying down. It wouldn¿t sync otherwise. When they were able to sync the body positions for their adaptive stimulation were not reading correctly. The patient felt that their ins was going haywire and they felt like the ins was twisted in their body. It used to feel like a flat wallet in their lower back region and at the time of the report they could grab it and it felt like a diamond. Their doctor had taken an x-ray of the patient¿s chest but after the x-ray they also told the patient that the ins had moved to the right. This x-ray was taken on (B)(6) 2016. Additional information received from the patient reported that there were no problems and the patient had reduced stimulation and medication. Everything felt different. It was unclear if the patient¿s issues had resolved. There were no patient symptoms reported. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.